Event description:
Boston scientific received information that this device was recently unable to be interrogated. Several troubleshooting techniques were discussed and nothing seemed to work.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.